Event description:
It was reported that a user¿s dexcom g7 failed to pair with the ilet, despite multiple attempts and guided troubleshooting that included restarting the ilet, re-entering the pairing code by toggling g7 to g6 to g7, and waiting for reconnection; the user elected to shut down the ilet and use subcutaneous insulin injections and bg run mode until obtaining a new sensor. Symptoms included hyperglycemia, with a reported fingerstick of 346 mg/dl and approximately three hours above target. Outcomes included temporary loss of automated insulin delivery requiring backup therapy with subcutaneous insulin and user-directed bg entries, without ketone testing, medical intervention, or acute sequelae. Investigation included technical troubleshooting and user education regarding bg run mode and device shutdown. Investigation of this case revealed a cgm-communication pairing failure limited to ilet connectivity with the dexcom g7, with no alarms and a ¿replace sensor now¿ message reported by the user. It was concluded, based on previously established findings for similar reports, that the cause was a sensor pairing/connectivity issue external to the ilet.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.